Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 209 mg/dl while using an ilet system after pausing insulin delivery on the pump for over five hours; insulin delivery was unpaused during a call with customer care following a supply change and troubleshooting and education were completed with guidance to allow time for glucose regulation. Customer care provided support through review and user coaching on resuming insulin delivery. Investigation of this case revealed user-initiated interruption of insulin delivery as the precipitating factor, with no device malfunction reported or observed. No clinical symptoms associated with hyperglycemia reported. Outcomes included self-management at home without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.